Event description:
A 300-54-106 plate was broken in a patient that had undergone surgery earlier in 2017. The patient came in for a follow-up and upon examination, the plate was palpable through the patient's skin. The surgeon believed the surgical site did not feel as he would like, so an x-ray of the site was performed. Upon reviewing the x-ray, the surgeon noticed that the 300-54-106 plate was broken. A fusion had not occured and the plate was removed on (B)(6)2017. A 300-50-004 and 300-55-004 plate was used in the revision surgery in place of the broken 300-54-106 plate that was removed.